Event description:
The customer stated that when he opened a new carton of test strips, the cap was loose on the bottle of strips. The customer performed control tests and rec'd a result of 178 mg/dl. The normal control range was 96-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, as exposure to moisture can cause high result. Replacement test strips will be sent to the customer.